Manufacturer narrative:
The device was received for investigation and during the quality investigation, the device overheated confirming the customer's complaint. Further investigation revealed corrosion within the motor and other component parts. The device was repaired and returned to the customer.

Event description:
A stryker core impaction drill was sent in for repair with notification that the device overheated during a procedure; no adverse consequences were associated with the event. The procedure was completed with another device; no procedure delay was reported.